Manufacturer narrative:
As reported, a 12mm 6cm powerflex pro percutaneous transluminal angioplasty (pta) balloon was used to dilate the stenotic area in the iliac vein. When inflated to six atm, the balloon was found to be damaged. A new powerflex pro 12 mm × 60 mm balloon was then used as a replacement. There was no reported injury to the patient. The product was stored properly per the instructions for use (IFU). There were no difficulties removing it from the hoop, removing the protective balloon cover, or removing the stylet or any sterile packaging components. No kinks or damage were observed before insertion, and the device prepped normally, maintaining negative pressure. The iliac vein was the target, which exhibited stenosis and thrombus, with no calcification and mild tortuosity. The stenosis percentage was 70%. The device was not used for treating a chronic total occlusion (cto). A 1:1 contrast to saline ratio was used. The same indeflator was successfully used with other devices. No resistance or friction was encountered when inserting the balloon through the rotating hemostatic valve or the guide catheter, and there were no difficulties advancing the balloon catheter through the vessel or crossing the lesion. The catheter was not in an acute bend and did not kink during use. The device will be returned for evaluation. A non-sterile unit of ¿powerflexpro 12mm6cm 135¿ was received for analysis coiled inside of a clear plastic bag. The device was unpacked to proceed with the product evaluation. A thorough visual inspection identified an axial burst of the balloon; no additional notable findings were observed. Functional testing was not performed due to the condition in which the unit was received. The balloon was further examined using a vision system, which confirmed the presence of an axial burst. The balloon surface exhibited evidence of elongation and secondary scratch marks in proximity to the damaged border area. This type of damage is commonly associated with interaction between the material and a sharp object or other forms of mechanical damage. It is likely that the same factors responsible for the observed scratch marks and elongation contributed to the damaged condition of the received device. The findings suggest that the material near the damaged area was compromised by contact with a sharp object external to the device. Based on the visual findings and the clinical details, the reported ¿balloon burst¿ is most consistent with external mechanical damage sustained during advancement or upon inflation at the lesion; however, the exact cause cannot be conclusively determined. The axial tear, along with the clearly defined scratches and elongations adjacent to the failure site, indicates contact with a sharp or abrasive external surface that compromised the balloon material, although a definitive root cause cannot be established. According to the safety information in the instructions for use, ¿if resistance is met during manipulation, determine the cause of the resistance before proceeding. Balloon pressure should not exceed the rated burst pressure. The rated burst pressure is based on the results of in vitro testing. At least 99.9% of the balloons (with a 95% confidence), will not burst at or below their rated burst pressure. Use of a pressure monitoring device is recommended to prevent over pressurization. Use only the recommended balloon inflation medium. Never use air or any gaseous medium to inflate the balloon. Prior to angioplasty, the catheter should be examined to verify functionality and ensure that its size and shape are suitable for the specific procedure for which it is to be used.¿ the information available nor product analysis suggests a design or manufacturing related cause for the reported event. Therefore, no corrective or preventive action will be taken at this time.

Event description:
As reported, a 12mm 6cm powerflex pro percutaneous transluminal angioplasty (pta) balloon was used to dilate the stenotic area in the iliac vein. When inflated to 6 atm, the balloon was found to be damaged. A new powerflex pro 12 mm × 60 mm balloon was then used as a replacement. There was no reported injury to the patient. The product was stored properly per the instructions for use (IFU). There were no difficulties removing it from the hoop, removing the protective balloon cover, or removing the stylet or any sterile packaging components. No kinks or damage were observed before insertion, and the device prepped normally, maintaining negative pressure. The iliac vein was the target, which exhibited stenosis and thrombus, with no calcification and mild tortuosity. The stenosis percentage was 70%. The device was not used for treating a chronic total occlusion (cto). A 1:1 contrast to saline ratio was used. The same indeflator was successfully used with other devices. No resistance or friction was encountered when inserting the balloon through the rotating hemostatic valve or the guide catheter, and there were no difficulties advancing the balloon catheter through the vessel or crossing the lesion. The catheter was not in an acute bend and did not kink during use. The device will be returned for evaluation.